Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the reservoir o-rings/stopper groove for anomalies, and none were found. Ran the basal, bolus leaking test, and no leaks or air bubbles were noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that reservoir had a large air bubble. Customer also reported that reservoir leaked past second o-ring. Customer's blood glucose was 211 mg/dl. Customer reported that lead was just in the reservoir compartment. After troubleshooting, customer was advised that reservoir would need to be replaced.